Manufacturer narrative:
(B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for hyperglycemia, harm skin irritation, difficult/unable to operate, mixed product & npi needle pain on lot # 0043807. A review of risk management document ((B)(4) revision 19, indicates that the potential risk of this specific reported incident (pen needle, hyperglycemia, difficult/unable to operate, mixed product, npi needle pain) was captured and addressed. The reported harm, skin irritation, is directly associated with hazard, npi (needle point integrity). This is captured in risk assessment file (B)(4) revision 19. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 6mm 3b tw 100ct us came with a mix of product types and the consumer felt she was unable to deliver medication. This was discovered after use. The following information was provided by the initial reporter: material no:320749 batch no: 0043807 it was reported that the consumer had a high reading of 265 and that the injection left a bubble under the skin. Also, she feels the lantus did not get into her system. The consumer also thought the product was mixed and the the plastic tip hurts when injecting her 60 units of lantus. Verbatim: -consumer reported took injection last night this am had a high reading 265. Took 60 units of lantus last night with 345 reading at that time. -consumer reported the injection left a bubble under skin she feels lantus did not get into her system. -consumer reported the box of the bd micro pen needles (orange) has on the inside flaps advertisements for the bd nano pen needle and this is confusing. Thought the product was mixed 6mm and 4mm. -consumer reported she might not have inserted the needle all the way into site, the plastic tip hurts skin when injecting her 60 units of lantus. Consumer reported when using the bd nano pen needles does not insert the needle all the way into site. The plastic that goes up against the skin hurts when injecting 60 units.